Event description:
The customer contacted beckman coulter (bec) stating that the coulter lh 750 hematology analyzer was leaking. The volume of leak was a few mls and was not contained within the unit. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the event. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection to the reported event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found that the leak was coming from a cut tubing from the needle cartridge assembly. The fse replaced the tubing which resolved the leak. During verification the fse discovered that the solenoid that applies pressure to the retic chamber was not functioning. The fse ordered a new solenoid for next day service. It was observed that the leak damaged the manifold at random access module. The fse replaced the manifold and performance operation was verified. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).